Event description:
Twenty-five minutes after bypass was initiated anterial roller pump stopped. Pump was hand cranked until back up pump was setup. (About two minutes). Operation completed without further incident. No apparent problem with patient. Inspection of pump revealed a broken belt.